Event description:
This spontaneous report was received on (B)(6) 2013 from (B)(6) female consumer reporting on self from (B)(6). The consumer did not have any known medical history. The other history included alcohol consumption. She was not taking any concomitant medications. On an unspecified date in (B)(6) 2013, the consumer started using o.b tampons regular absorbency, one tampon, three tampons total, vaginally for normal menstruation (lot number 1452m6127, expiration date unspecified). After an unspecified duration in (B)(6) 2013, when she used the first tampon she was able to remove it when it got stuck. After an unspecified duration in (B)(6) 2013, when she used the second one, she was unable to remove the tampon without the help from a health care professional. Fifteen minutes later, she got the tampon removed from her vagina with the help of registered nurse. After an unspecified duration in (B)(6) 2013, when she used the third tampon and when tried to remove it, the string got detached and the entire tampon got stuck in her vagina. She also stated that the tampon was dry. She also mentioned that she had been using o.b. Since fourteen years and never experienced any events. On (B)(6) 2013, she discontinued the device and the event resolved. This report was assessed as serious (required intervention) and the company causality was assessed as related. This report was assessed as reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on 24-sep-2013 for a device product that is considered same/similar to a us marketed device (ob regular non-applicator 40s). This is a follow up submission for the first product (reportable malfunction) in this case. The manufacturer report number for this submission is 8022269-2013-00061. The manufacturer report number for the second product (serious injury) and the third product (reportable malfunction) in this case are 8022269-2013-00062 and 8022269-2013-00063 respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from (B)(6) caucasian female consumer reporting on self from (B)(6). The consumer did not have any known medical history. The other history included alcohol consumption. She was not taking any concomitant medications. On an unspecified date in (B)(6) 2013, the consumer started using o.b tampons regular absorbency, one tampon, three tampons total, vaginally for normal menstruation (lot number 1452m6127, expiration date unspecified). After an unspecified duration in (B)(6) 2013, when she used the first tampon she was able to remove it when it got stuck. After an unspecified duration in (B)(6) 2013, when she used the second one, she was unable to remove the tampon without the help from a health care professional. Fifteen minutes later, she got the tampon removed from her vagina with the help of registered nurse. After an unspecified duration in (B)(6) 2013, when she used the third tampon and when tried to remove it, the string got detached and the entire tampon got stuck in her vagina. She also stated that the tampon was dry. She also mentioned that she had been using o.b. Since fourteen years and never experienced any events. On (B)(6) 2013, she discontinued the device and the event resolved. This report was assessed as serious (required intervention) and the company causality was assessed as related. This report was assessed as reportable malfunction case in the united states. Additional information received on 26-aug-2013: the consumer provided a valid lot number with the complaint. The sample was not received as of 16-aug-2013. A review of the trending data revealed no trend for the reported lot number. An increase was observed, due to a lot trend identified for the o.b. Regular format contained within the multipack. The batch record review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that may be associated to this type of complaint was observed. The analyst confirms that the device met the specifications. The visual inspection of the retained sample did not find any anomalies and the device met specification. Based on the investigation results, due to lack of a complaint sample and the absence of adverse trend, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains non-serious. This report remains as reportable malfunction case in the united states. This is about the first of the three tampons used by the consumer. For this tampon, the string had detached and the tampon was retained which was removed by the consumer on her own. Hence, it was considered as non-serious event with reportable malfunction.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2013 for a device product that is considered same/similar to a us marketed device (ob regular non-applicator 40s). This is an initial submission for the first product (reportable malfunction) in this case. The manufacturer report number for this submission is 8022269-2013-00061. The manufacturer report number for the second product (serious injury) and the third product (reportable malfunction) in this case are 8022269-2013-00062 and 8022269-2013-00063 respectively. This closes out this report unless other additional significant information is received.